Event description:
Treatment of an aneurysm located in the para-ophthalmic segment of the left ica (internal carotid artery) with back wall inclusion. The patient was given aspirin and plavix. On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, the distal end of the pipeline could not be released from the capture coil. The distal end of the pipeline became invaginated and it was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for evaluation. The evaluation could not determine the cause of the event; however, the capture coil and braids were found damaged and may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).